Manufacturer narrative:
Pending additional information from account. A follow up report will be filed, if additional information is received.

Event description:
(B)(6) visited (B)(6) and was informed that 3 patient complaints related to hematoma post miradry tx one week. The patients have had cultures and draining of the hematoma without resolution and have been cultured for staphylococcus.